Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided, only the lot number of the module is available. Since the module is built into more than one set, the exact UDI number for the set is not available. However, the device identifier (di) for the module is (B)(4).

Event description:
The event occurred in USA. It was reported that pressures could not be zeroed on (B)(6) 2025. Pven would not zero and was reading -500. When one from the hospital staff came in the pressure were functioning again. The decision was made to connect the set to a patient on (B)(6) 2025. The venous pressure jumped to -500, with no change in flow or rpms. The perfusionist re zeroed the pressure and they are back to normal. On (B)(6) 2025 the pressure reading was again -500 without a flow or rpm change. The customer decided to continue the hls set as the patient will not tolerate a circuit change. No harm to any person has been reported. As a pressure reading issue can lead to a pump stop, if the intervention is set by the user, a report is required. Complaint (B)(4).

Manufacturer narrative:
The affected hls set was investigated in the getinge laboratory on 2025-08-15. The reported failure "pven could not be zeroed" could neither be reproduced, nor confirmed during the investigation. The visual inspection did not reveal any technical defects, damages or other deviations that would indicate a malfunction of the sensor system. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID #: (B)(4).

Manufacturer narrative:
The event occurred in the USA. It was reported that pressures could not be zeroed on 2025-06-20. Pven would not zero and was reading -500. When one from the hospital staff came in the pressure were functioning again. The decision was made to connect the set to a patient on 2025-06-26. The venous pressure jumped to -500, with no change in flow or rpms. The perfusionist re zeroed the pressure and they are back to normal. On 2025-06-27 the pressure reading was again -500 without a flow or rpm change. The customer decided to continue the hls set as the patient will not tolerate a circuit change. No harm to any person has been reported. As a pressure reading issue can lead to a pump stop, if the intervention is set by the user, a report is required. The patient data was not shared by customer. The affected hls set was investigated in the getinge laboratory on 2025-08-15 with the following conclusion: the reported failure "pven could not be zeroed" could neither be reproduced, nor confirmed during the investigation. The visual inspection did not reveal any technical defects, damages or other deviations that would indicate a malfunction of the sensor system. As the failure could not be reproduced, the exact root cause remains unknown. The getinge sales and service unit confirmed on 2025-09-22, that the reported failure ¿pven would not zero¿ could not be re-produced on the involved cardiohelp device. No malfunction was detected on the cardiohelp. According to the instructions for use hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0 preparation and installation ¿carry out the calibration for each pressure parameter of the integrated sensors. To do this, the system must be free of liquids. For this reason, carry out the calibration before priming the set.¿ the production records of the affected product were reviewed on 2025-09-04. According to the final test results, the module with lot# 3000450819 and UDI# 1929074 passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. Based on the provided photographical evidence the reported failure "pven could not be zeroed" could be confirmed but was not a product related malfunction. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue, and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID #(B)(4) .